Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through this evaluation. A full evaluation of (B)(4) could not be conducted, because the system was not returned for analysis. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder

Event description:
The pt was implanted with a left ventricular assist device. A pt outcome was received with the cause of expiration noted as "neuro". The doctor determined that the pt's death was not related to the lvad.

Manufacturer narrative:
It was reported that the pump would not be returned for investigation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.